Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's bridge board was removed and returned. The bridge board was extensively tested without duplicating the malfunction. The bridge board was retained at zoll and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.